Manufacturer narrative:
Three additional unknown promus stents are being filed under the same MFR#.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. The patient reported that she had four promus stents implanted. The patient had a CT scan performed sometime after the procedure, which revealed re-stenosis requiring follow-up procedures. It could not be confirmed which stents had re-stenosed. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.